Manufacturer narrative:
Complaint statement (B)(4): received 1 sealed rack 454334/b2106368 for evaluation. Received customer picture. A check of quality, production and maintenance records revealed no deviations. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. This customer is located in price, ut, which has an altitude of approximately 5,620 feet. Therefore, 454334 tubes are not appropriate for use at this elevation. High altitude 3.2% sodium citrate tubes with increased vacuum are available for sites located 5,000 feet or more above sea level. The alleged event was not duplicated.

Event description:
Customer advised they are experiencing underfilling of specimens. Issue is primarily in the emergency department. Customer is using multiple collection methods but has focused on using a syringe transfer to fill the tubes to the required volume. Customer has been using the coag tube since (B)(6) 2020 as part of the healthtrust conversion. They have not experienced underfilling of coag specimens until recently. Customer received the lot in (B)(6) 2021 and had no prior issues with specimen filling. The tubes the customer is using is expire on june 11, 2022 ( in 6 weeks). Customer is at an elevation of 5,620 feet. Technical service advised the customer, based on elevation, they should be using item 454351 and the recent underfilling may be contributed to the tubes nearing the end of shelf-life. Customer was not aware of the high altitude tubes produced by greiner. Customer has (B)(4) tubes and can return samples for testing. Photograph of tube rack sent by customer. No photos of underfilled tubes available.